Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the dn to rear cable was severed from dn housing. The root cause for the damage belt was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.